Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing severe hip pain following a lead implant procedure. The physician believed that the position of the right lead was irritating a nerve that corresponded with the patient's new pain. The patient underwent a revision procedure wherein the leads were adjusted. No device malfunction was suspected. The patient was doing well postoperatively.